Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed an unexpected restart. They were unable to clear the alarm because they had an unresponsive button. The customer¿s blood glucose level was 196 mg/dl. Troubleshooting was performed. The insulin pump was not stored or not in use for an extended period of time. The alarm did not occur shortly after inserting a new battery. They will be sent a replacement insulin pump. The device will not be returned for analysis.